Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switch was reported to be out of alignment. The switch was aligned and the issue was resolved. Concomitant medical products: product ID: b i71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that although the door is closed completely, the pendant still displayed door open message.